Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01081. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence, urinary frequency and urinary urgency.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and pelvic floor repair mesh was used. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient experienced pain, erosion, recurrences and vaginal scarring after mesh implantation. The patient underwent mesh explantation/revision on (B)(6) 2009 due to mesh erosion. (B)(4).